Event description:
Outbound; pt reports her cadd ms3 syringes are not good. Reports they are not like her other ones, tries to prime and lubricate the syringe, but it does not loosen up. States hard to push the plunger and ends up wasting medication due to cadd ms3 pump alarming low or empty too soon. Lot number (10) 210408 and expiration date "(17) 460407." Pt will return defective syringe to accredo. No further details provided.